Manufacturer narrative:
(B)(4). Two (2) staplers from catalog number 528235 visistat 35w 6/box were received used, opened without the original package. The lot number was not confirmed with samples. During visual inspection components look well assembled and undamaged. Both staplers have the trigger component pre-activated, no stuck staples in the tips of the cartridges. For both staplers, the trigger component was activated for full activation cycle according to indicating the IFU product "the trigger must be squeezed all the way in" and one staple was released properly. Then stapler was fired several times and a total of (B)(4) staples were loaded, closed and released properly. No quality issues were found during testing. Therefore the failure mode as reported cannot be duplicated with remaining staples. Corrective actions are not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the stapler hangs and the staples do not come out. The patient's condition was reported as fine.